Event description:
As the patient was sitting in the saf-lift and being raised out of century sitz bath, the resident grabbed onto the left side brush hook as he was swung away. The hook punctured his middle finger. Required stitches on left middle finger from tip to palm.